Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels op to over 600 mg/dl with large ketones. Reportedly, the cause of the elevated bg levels were due to the customer experiencing a growth spurt. The contact stated that the high bg levels occurred despite changing the cartridge, infusion set and insulin vial. Customer would administer manual injections and drink water to address impacted bg levels. The customer's pump settings were changed to resolve high bg levels.